Event description:
The user facility reported that the introducer sheath was "defective". Apparently, based upon the appearance of the returned sample, the side-tube detached from the main housing of the introducer sheath during a procedure. Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
Results are based on the returned sample eval; is based on quality record and reserve sample eval. Conclusions is based on the returned sample evaluation; is based on quality record and reserve sample eval. Repeated attempts to obtain add'l info regarding this event have been unsuccessful. Visual examination of the returned sample confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Inspection and testing of retention samples confirmed that there were no defects or anomalies and prod performance specs were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the returned sample appearance is consistent with separation due to over-pressurization of the tubing during injection of contrast media. The device labeling does address the potential for such an event under certain circumstances in the warnings/precautions section of the instructions-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available info has been placed on file in qa for appropriate tracking, trending and f/u.